Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported that multiple tampons fell apart upon removal leaving small pieces behind. Consumer reported pain and vaginal discharge. Consumer sought medical attention and was diagnosed with a urinary tract infection with blood in urine and yeast infection. Consumer was treated with antibiotics and monistat and reported that the infection has cleared.